Manufacturer narrative:
Unit power up properly after battery installation. No missing segments or partial display anomalies were noted. Unit passed displacement test and self-test. Pump error confirmed in insulin pump history with variable (003) due broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had partial display and hardware low level failure. The customer¿s blood glucose was 79 mg/dl at the time of incident. Customer performed self test and self test was not ok. The customer was advised to discontinue use of the product and to revert to the back-up plan. The insulin pump will be returned for analysis.